Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that during preventive maintenance there was black speck in drip chamber. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.